Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument, and ups indicate that the cause for the ups failure was unknown. The ups was replaced by the fse. The electrical outlet was tested for conformance by the facility bio-medical engineer. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Customer reported a failure of the ups that provides power to the immulite 1000. The electrical outlet used had sparks when any device was plugged into it. Biomedical engineer at the facility checked the outlet and determined the outlet in question was performing to specification. There was no harm to the operator. There was no report of adverse health consequences as a result of the ups failure.